Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
On (B)(6) 2014 - the (B)(6) year old pt is a ckd stage IV with this line being placed as a last ditch access device. Within 48-72 hours one port was clotted and unable to be opened with alteplase. This child was discharged and at home for about a week. Presented friday (B)(6) 2014 in our pediatric ed with a history of shortness of breath and chest pain. Echo showed an atrial clot. On (B)(6) 2014 - the pt is being treated with continuous anticoagulation therapy and they are trying to bridge her to go home on coumadin. The line is flushed with saline only, at least every 12 hours and each time the line is used for IV infusion. One lumen became clotted and they were initially unable to clear the line with alteplase. Facility reported the lumen is now clear. The other lumen has not had any issues. Pt is not getting dialysis.